Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing the minute ventilation (mv) signal on the right atrial (ra) channel during an atrial tachy response episode. A rise in pacing impedances was also noted on the ra channel, however no values were observed to be out of range. No changes have been made at this time and the crt-d remains implanted and in service. No adverse patient effects were reported.